Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a request for technical services (ts) review was sent due to a question on the shock impedance measurements. Technical services (ts) reviewed the provided data and confirmed high out of range shock impedance measurements. Ts discussed a lead revision as impedances which are very high could be due to clarification and are likely to trigger fault code 1005 which might result in partial first shock delivery. At this time the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain implanted.